Manufacturer narrative:
Lit ref: 10.1016/j.wneu.2019.12.132. If information is provided in the future, a supplemental report will be issued.

Event description:
The journal article titled 'endovascular recanalization of nonacute symptomatic vertebral ostial occlusion performed using a distal embolic protection device' aimed to investigate the feasibility, safety, and outcomes of stenting performed with the use of a distal embolic protection device for patients with symptomatic vertebral ostial occlusion in the nonacute phase. Data from seven patients with symptomatic vertebral ostial occlusion were retrospectively reviewed. These patients underwent stenting using a distal embolic protection device between january 2015 and february 2019. A drug-eluting stent was used as part of this study. It was stated that balloon-expandable drug-eluting stents were used in one of the seven patients. During the procedure, it was reported that a dissection occurred in patient number four. The patient had a diagnosis of ischaemic stroke with an acute infarct located in the bilateral cerebellum. The patient had v4 stenosis in the contralateral vertebral artery and collateral circulation of the ipsilateral thyrocervical trunk. The patient had presented with symptoms of dizziness, vomiting and ataxia. It was noted that the dissection neither limited blood flow nor resulted in ischemic symptom. It was mentioned that there were no major thromboembolic events, artery spasm, or perforation during and after the procedure. In post-procedure follow up, one patient's artery was found to have asymptomatic in-stent re-stenosis of approximately 60%.